Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of august 06, 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). Based on the information provided by the user facility, carefusion has determined that the most likely cause of the device alarming "high ppeak" was that the patient was bucking (fighting) the device (ventilator). This can cause the pressure in the patient circuit to exceed the "high ppeak" alarm setting threshold, therefore causing the device to alarm "high ppeak".

Event description:
The user facility biomed reported that while in use on a patient, the device alarmed "high ppeak". It was also reported that the patient was bucking the device (ventilator) at the time of the event and that this was most likely what caused this alarm to be generated. The user facility biomed reported that there was no patient harm.